Event description:
It was reported that a crack was found in the guide catheter . There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the guide catheter hub was cracked from the proximal end. No other anomalies were noted. During functional testing, the catheter was plugged with a mandrel and was flushed with water. The fluid was found to be leaking through the crack at hub. It is possible that the hub may have been damaged as a result of rough handling when opening the package. However the reported event of catheter shaft break was not confirmed during analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a crack was found in the guide catheter. There were no reported clinical consequences to the patient.